Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" grade IV, device gets twisted.

Event description:
Patient reported "capsular contracture IV on the right side, as well as severe pain in the chest and ribs. The following events are not device related, gastrointestinal problems with bowel pain, spells of dizziness, fatigue, brain fog, mood swings, poor sleep, and insomnia. ¿device gets twisted and has to be brought back into shape which causes severe pain¿ right side. Device remains implanted.